Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that the customer verified low or no effect with monopolar energy using e-200 unit, although the activation tone was audible. A review of the site's system logs was performed by the tse, and no errors were identified. The tse instructed the caller to verify the energy settings on the e-200, and the caller reported that cut and coagulation were both set to 33w, as usual, and that the number ¿4¿ was displayed on the port (the instrument was installed on universal surgical manipulator (usm) #4). The tse instructed the customer to try using the second monopolar port; however, the issue persisted. The tse instructed the caller to try a different monopolar instrument cable, but the issue persisted. Then, the tse instructed them to use a different monopolar instrument; however, the issue continued. Tse instructed the customer to replace the neutral pad and to reboot both, the e-200 and the system, but the caller reported that the issue persisted. The customer attempted to proceed without using monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tse confirmed that at the time of the call, they were continuing the procedure without using monopolar energy. The tse can confirm they didn¿t disable anything, and they didn¿t use a backup generator because they don¿t have one. The customer confirmed that the procedure was completed without using monopolar energy. No issues occurred other than the one reported (monopolar energy issue).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.